Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 660i synchron access clinical system (dxc 660i) gave cuvette water blanks errors when they were calibrating and running quality control (qc). Bec customer technical support (cts) troubleshot the issue with the customer via the telephone and found that probe 2 was clogged and drained slowly, resulting in overflow of the cuvettes. Customer reported that they successfully disassembled probe 2, cleaned the probe and barb fitting and restored the probe function. Customer reported that the dxc 660i generated discrepant results for different cartridges of saly (salicylate) and a bl abs hi (blank absorbance high) error for tg (triglycerides) qc samples. Customer reported that erroneous patient results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) verified the alignment and performance of all wash/vacuum probes. The fse cleaned all cuvettes externally with alcohol swabs. The fse verticalized the cuvettes. The fse performed a cuvette wash procedure and all cuvettes passed.

Manufacturer narrative:
(B)(4).